Event description:
On 12-15-2015 the representative further replied that he was not aware of any troubleshooting being done on the catheter other than the radiologist doing a magnetic resonance imaging (MRI) scan to determine if the catheter was patent. It was the representative's understanding that they thought it was the pump's fault and not the catheter. (See manufacturer report #3007566237-2015-03212 which captures the catheter issue). Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015, information was received from a health care professional (hcp) via a representative regarding a patient who was receiving unknown baclofen via an implantable pump 1000 mcg/ml at a dose of 250 mcg/day. The lot number, baclofen type, concomitant medications, date of event, and medical history could not be obtained. The indication for use was not provided. When the pump was interrogated the notes revealed that a motor stall and stopped pump may exceed tube set occurred and there was report that the pump replacement was to occur. The representative interrogated the pump (B)(6) 2015 to find the pump had stalled. No interventions were taken. The issue was reported as resolved at the time of the event. At the time of the report there was no mention of patient symptoms and the patient's status was reported as alive-no injury. The date of explant was reported as (B)(6) 2015. The product was returned for analysis. Additional information has been requested regarding indication for use, cause of the event, and patient symptoms but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Upon device return, analysis of the pump found a pump tube integrity anomaly with an unconfirmed tube breach. A feed-thru anomaly was also identified where shorting across the insulator occurred. Additionally, motor gear train anomalies were identified; specifically corrosion and/or wear and/or lubrication, and a stall due to shaft-bearing.

Event description:
Additional information was provided by the company representative on (B)(6) 2015. It was unknown if the patient experienced any symptoms, as a result of the motor stall. The cause of the motor stall was unknown. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.